Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed. Clips were stuck in the proximal end of jaws. The device became to function properly after the jammed clip was removed. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the jaws in the open position. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Furthermore the orange indicator was noted to be overtraveled. Please note that this finding is not related with the incident reported. Furthermore, the jaws were inspected and no burrs were noted. In addition, one pear shaped clip, a j shaped clip and a pear shaped clip inside a sample bag were received. However, it could not be determined what may have caused the malformed clips received or the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.